Event description:
The event occurred during an attempted extraction of the proximal segment of the 014 wire (not an ev3 device). The silverhawk was already extracted out of the sheath successfully with the distal portion of the wire, intact and secured on the catheter, lodged in the guidewire lumen of the silverhawk. The physician controlled the .014 wire and attempted to sheath it within a 5fr catheter. The wire was noted by visual fluoroscopy to have a coiled appearance. The coiled portion of the wire would not retract within the catheter. Multiple attempts and manipulations where attempted. The sheath originally was up and over and placed within the rt sfa. The coiled wire was brought to the end of the sheath and would not retract inside the sheath. Then the entire system was brought back up and over, and stabilized within the right common femoral artery where the physician attempted multiple times to straighten the coiled portion of the wire out for removal. These included trying to resheath the wire within the catheter again and also to resheath the wire using the 7fr catheter. This was not successful. The physician then placed an additional 035 wire within the 7fr sheath to run along side the 014 wire. The 035 wire allowed him to remove the 7fr 55cm sheath and place a 7fr 11cm sheath in, pinning the 014 wire between the sheath and tissue. This stabilized and prevented any type of excess blood loss. It was then decided to take the pt to the operating room to cut down on the rt groin to extract the wire safely and in the best, safest way for the patient. The sheath and remaining wire was stabilized, covered, and the patient was transported to the hospital. The end result of the arthrectomy portion was good. No complications where noted by physician at the treatment site. All three tibial vessels patent. The physician was satisfied on tibial results in treated area.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. Two (2) images of guidewire received

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.